Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often. It was noted that patient was not able to get enough pain relief and experienced annoying stimulation. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released at the facility.